Event description:
When removing the EKG electrodes, the gel that allows the electrode to stick adhered to the patients skin and came off the electrode. We had to remove the gel from the patient and this left large red marks on the patients skin.